Manufacturer narrative:
The technician found the bed functioned as designed. The cause is most likely due to the bed exit being set with the patient in the bed which is user error. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. The technician zeroed the bed exit and in-serviced the account to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the nurse stated the bed exit is set and does not alarm when the patient exits the bed. The bed was located in room 7212 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).